Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment, outcome and action taken with pd therapy were not reported. No additional information is available.